Event description:
The non-conductive connecting tubing did not maintain suction during an upper endoscopy procedure which caused significant delay in care to the patient requiring suction tubing to be changed multiple times to a different type that was brought by the endoscopy team.